Manufacturer narrative:
Due to a previous investigation of (B)(4). In our lce: a damage on the digital isolator ic32 of the control board was found and it can be concluded that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (installing the rotaflow drive): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. Since the hotplug of the device can also damage the rotaflow drive (rfd). Conclusion: digital isolator ic32 was destroyed through hotplug of the drive. The most probable root cause could be according to the previous investigation of (B)(4). A "hot plug". "Hotplug" describes the disconnection of the drive, while the console is still turned on. Thus the failure could be confirmed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A field service technician (fst) was sent for further investigation. The fst troubleshot the device and determined that the control board needs to be replaced and the rotaflow drive needs to be sent in for service. The rotaflow console was tested with a good drive. A full functional verification has been performed. The device works as intended and is returned for clinical use. Thus the failure could be confirmed.

Event description:
It was reported that the error message "head" occurred on the rotaflow device during patient treatment. Hand crank was used and the rotaflow was changed. No known harm or injury to the patient. (B)(4).